Manufacturer narrative:
D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted . E1: initial reporter name: unknown . E3: occupation: unknown. H4: device manufacture date: unknown due to unknown lot number. Since the number of occurrences in this case is 2, one was analyzed as actual device 1 and the other as actual device 2. Appearance confirmation: [actual device 1]: the outer layer had peeled off at multiple points along approximately 2390mm to 4420mm from the distal end. No anomaly such as peeling was found in appearance of other parts. [Actual device 2]: the outer layer had peeled off at multiple points along approximately 1475mm from the distal end to the proximal end. No anomaly such as peeling was found in appearance of other parts. Dimensions: the outer diameter of each device (normal part): it met the factory's specifications. No anomaly was found. Length of missing portion: both were significantly damaged, and it was not possible to clarify the length of the missing portion in the outer layer. Since the lot number was unknown, the investigation could not be performed. No similar events due to manufacturing defects were found in the past three years. Since the lot number was unknown, history investigation could not be performed. As one of the possibilities, it was thought that the ptfe coat became peeled off since an abrasion load was applied while the actual device was in strong contact with some kind of hard object. However, since the details of the procedure were unknown, it was not possible to determine the cause of the occurrence. Relevant instructions for use (IFU) reference: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the guidewire and/or endo-therapy device and determine the cause by fluoroscopy or endo-scope. Continuing to manipulate the guidewire could cause patient injury, such as perforation, hemorrhage or mucous membrane damage. It may also damage the endoscope, instrument and/or endotherapy device." Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo medical corporation received the following reported information: during an endoscopic cholangiopancreatography (ercp), the coating at the distal end of the visiglide was frayed and peeling off. No residuals were inside the patient's body. The procedure was completed successfully using the device. No patient harm was reported.